Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the user stated that there was "no oxygenation by the color of the outlet blood" and the dropping venous saturation. The user did blood gases every 10 minutes thereafter which showed good po2 but poor pco2 elimination. No known impact or consequence to patient. Unknown if the product was changed out. Unknown if the surgery was completed successfully.

Manufacturer narrative:
This follow up is submitted to FDA in accordance with applicable regulations - and as indicated by terumo cardiovascular systems corporation in the initial report submitted to the FDA on january 5, 2016. (B)(4). The actual sample was not returned for evaluation. The lot number of the affected device was not provided; therefore, a retention sample could not be evaluated nor could a review of the device history records be performed. Additional information from the customer determined that the oxygenation issue experienced was due to the vaporizer used and not the oxygenator; therefore, there was no deficiency with the affected oxygenator and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.